Manufacturer narrative:
An event regarding periprosthetic fracture involving a citation stem was reported. The event was confirmed. Device evaluation not performed as the reported device was not returned for evaluation. Medical records received and evaluation. A medical review was performed and concluded that there was no evidence of a device related issue responsible for this clinical situation. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. A medical review was performed based on the available information concluded that there was no evidence of a device related issue. Return of the device is however needed to fully investigate the event. If further information becomes available or the product is returned.

Event description:
It was reported that there was a periprosthetic fracture of left femur. Removal of citation stem and converted to restoration modular hip.

Event description:
It was reported that there was a periprosthetic fracture of left femur. Removal of citation stem and converted to restoration modular hip.

Manufacturer narrative:
Medical records and x-rays have been received. A supplemental report will be submitted upon completion of the investigation.